Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported by the caller, that the pentaray nav eco catheter was removed from the body after mapping, then post ablation, they were re-advancing the catheter and they could not flush the catheter. The caller noted it is unknown how the catheter became occluded. The catheter was replaced and the issue resolved. The caller noted that it was a brand new catheter. The procedure continued with no further issues. There was no patient consequence.